Manufacturer narrative:
Continued e1 -- alternate email addresses: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: unknown.

Event description:
Healthcare professional reported right side "implant rupture found during surgery". The device has been explanted.